Event description:
It was reported that the programmer exhibited an error at start-up. The programmer was returned for repair and no issues were observed. It was then able to be used again for about a month and then the error started to occur again. The service disk was run on the programmer, but the issue remained. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the programmer displayed an error. Also, the floppy drive was faulty and the power cord bay was broken. As a result the main processing unit (mpu) board was replaced, the floppy drive was replaced and the power cord bay was replaced.

Event description:
It was reported that the programmer exhibited an error at start-up. The programmer was returned for repair and no issues were observed. It was then able to be used again for about a month and then the error started to occur again. The service disk was run on the programmer, but the issue remained. There was no patient involvement.